Event description:
The customer reported a "no shock delivered" message during a pt event. There was no negative pt impact as another defibrillator was available for use.

Manufacturer narrative:
(B)(4): the customer reported a "no shock delivered" message during a pt event. There was no negative pt impact as another defibrillator was available for use. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.